Event description:
Pt presented with dislocation. The construct was dislocating so liner was revised to constrained.

Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results -product evaluation and results: the shell was returned with the liner and head still inside. Damage is visible to the side of the liner consistent with explantation damage. Bone ingrowth is visible on the shell. Material, functional and dimensional inspection was not performed as the device was returned damaged. -clinician review: a review of medical records with a clinical consultant indicated "this inquiry concerns a patient who underwent a primary total hip arthroplasty, developed instability requiring insertion of a constrained liner and then subsequently the constrained liner disassociated requiring another surgery. I can confirm that a primary total hip was performed because I was able to read the operation report and I did see a post-operative x-ray that showed a primary total hip with the appropriate implants. I can also confirm that parts resembling the constrained liner were removed. I will not be able to determine the root cause of these events. The root cause of hip dislocation is multifactorial including surgical technique and patient factors including bmi and activity level. The causes of constrained liner disassociation are also multifactorial including surgical technique such as proper positioning, restoration of leg lengths, the quality of the muscles and capsule surrounding the hip and also patient activities and levels." -device history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusion: it was reported that the patient was revised due to dislocation. The shell was returned with the liner and head still inside. Damage is visible to the side of the liner consistent with explantation damage. Bone ingrowth is visible on the shell. A review of medical records with a clinical consultant indicated "this inquiry concerns a patient who underwent a primary total hip arthroplasty, developed instability requiring insertion of a constrained liner and then subsequently the constrained liner disassociated requiring another surgery. I can confirm that a primary total hip was performed because I was able to read the operation report and I did see a post-operative x-ray that showed a primary total hip with the appropriate implants. I can also confirm that parts resembling the constrained liner were removed. I will not be able to determine the root cause of these events. The root cause of hip dislocation is multifactorial including surgical technique and patient factors including bmi and activity level. The causes of constrained liner disassociation are also multifactorial including surgical technique such as proper positioning, restoration of leg lengths, the quality of the muscles and capsule surrounding the hip and also patient activities and levels." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Pt presented with dislocation. The construct was dislocating so liner was revised to constrained.